Event description:
The customer reported that during a laparoscopic hysterectomy, the surgeons attempted to activate the device and an endtone, signifying a completed seal-cycle was heard. However, "more than normal" bleeding was reported to have occurred on the vessel. A covidien representative that was present during the case observed that the users were putting excessive tension on the tissue when sealing/cutting. There was no injury to the patient.

Manufacturer narrative:
(B)(4). The site indicated that the incident sample was discarded. A covidien representative will perform an in-service with the site to reinforce proper vessel sealing technique. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Please see attached memorandum for additional information. The IFU for this device states to eliminate tension on the tissue when sealing and cutting to ensure proper function.